Event description:
A pump declared an altitude alarm, causing insulin suspension for a customer. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to remove an obstruction from the pump's speaker holes, clean them gently, and reconnect the cartridge. After following these instructions, insulin was successfully resumed, and the pump returned to normal operation. Technical support also provided the customer with tips to prevent future altitude alarms.